Event description:
The customer reported via phone call that he was getting a button error alarm on the insulin pump. Customer's blood glucose was 168 mg/dl at the time of the incident. Customer stated that it might have gotten stuck while he was sleeping. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. There were no button error alarms noted. The insulin pump was received with minor scratches on the lcd window and a corroded battery tube.